Event description:
As reported, device was checked and found reduced angulation in all directions. Issue found at maintenance. There is no patient involvement associated on this event. Device return evaluation found foreign material in forceps elevator. This report is being submitted for foreign material found in forceps elevator.

Manufacturer narrative:
Device inspection found wear of angle wire, bending angle in up/down/left/right direction and does not meet the standard value. The customer reported issue could be confirmed. Furthermore, foreign material was found on the forceps elevator. Insufficient cleaning was noted by service repair. In addition, the following findings were noted below : adhesive around objective lens has a crack. Objective lens has a scratch. Adhesive on a-rubber has wear. Connecting tube has a scratch. Forceps channel port has a dent. Sw1 (switch) has a scratch. S-cylinder is dirty. S-cover has a scratch. Due to deformation of bending tube, the play of u/d/r/l knob is out of the standard value lg-bundle has breakage. C-cover has a dent. Adhesive around lg lens has a crack. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. However, likely causes due to the following handling of the device: (a) reprocessing around the forceps elevator after a procedure was insufficient, and / or (b) the user did not reprocess the device immediately after procedure, and foreign material adhering to the forceps elevator was dried and solidified. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿3.5 manual cleaning: brush the forceps elevator. The following description is included in IFU (reprocessing manual) 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.". Olympus will continue to monitor field performance for this device.